Manufacturer narrative:
(B)(6). (B)(6) 2015 this product was evaluated and repaired by an independent repair center. Should additional information become available regarding this lack of lights issue, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is no light. The key failure is the sieve has a smell. However the more likely underlying cause of the lack of lights would be what is additionally noted on the irs: pc board mount screw fell off - no lights were showing. Repaired. The lack of light issue from the loose pc board is a reportable event which is the basis of this 3500a report.